Event description:
Unomedical reference number (B)(4) event occurred in the united states on (B)(6)2024, it was reported that patient faced infusion set cannula kinked event. Event occurred within three hours of insertion. Insertion site was at upper buttocks. Blood glucose levels were high at the time of event. Patient took correction injection via multi daily injections to address high blood glucose and he replaced infusion set and resumed insulin successfully unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.